Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination for the depuy cup since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address poly wear of the liner. Update: litigation papers received 11/21/2013. Litigation alleges pain, clicking and elevated metal ion levels. Records indicate that the patient was actually implanted with a poly liner, though general litigation alleges metal on metal. Date of implant and side have been provided and complaint updated with that information. A femoral head is also being added to address the allegations. Update has been electronically attached to the complaint document. Update 5/13/2015-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated disassociation, popping, black soft tissue, liner malshapened/tines worn out, scoring on the trunnion due to impingement from the disassociation, and neutral cup position. The cup wasn't revised. The cup is being added to the complaint. Lab results from (B)(6) 2012 (after dor) indicated the metal ion levels were below 7ppb.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.